Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the two days postoperative visit. The topical steroid drops were increased. In a follow up, the surgical technician reported that the pt was seen recently and the dlk had resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).